Event description:
It was reported that the buzzer/speaker is not working, no more audible alarm. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was duplicated. The root cause is the front and rear piezo is faulty. These will be replaced. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.